Manufacturer narrative:
E1 - (B)(6). The complaint of disconnection / loose connection on item cl2100 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history report (DHR) for lot#5941166 was reviewed, and non-conformities were found that would have led to the reported condition on the complaint.

Event description:
The event involved a chemolock¿ port where the customer reported that it was disconnecting from the chemo line. The chemo appears to have spilled and the line was clamped and pumped was paused. There was unknown patient involvement and there was unknown harm/adverse event reported.